Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned gas delivery system(gds) shows that the gas delivery system assembly was tested and no failures were identified. The error codes 111c, 1113, 1110, 1007, 1107, 1106, 1006, 110f, and 110e could not be duplicated.